Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed, and no nonconformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection at the mid-line incision site following an implant procedure. The patient received oral antibiotics. Subsequently, the infection site was drained and the patient was prescribed a different antibiotic. There were no reports of further complications. The patient reports receiving 100% pain relief in their back.

Manufacturer narrative:
The system was explanted and returned for analysis. Visual inspection of the returned devices did not find any anomaly. Functional testing was performed and the devices operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing and sterilizations records were reviewed for all implanted devices and no nonconformities were found.